Event description:
Procedure type: low anterior resection. Pt gender: unk. According to the rptr: the anvil got stuck on anastomotic lip and could not be removed. The surgeon detached the anvil from the device and was able to remove the anvil with graspers. No blood loss or staple line leak was reported; however, the surgery was extended forty mins.